Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was hospitalized on (B)(6) 2015 due to pocket infection and erosion. Subsequently, the physician repositioned the ICD pocket which resolved the issue. The patient's condition was reportedly good.